Manufacturer narrative:
The initial MDR 2247117-2016-00027 was filed on may 16, 2016. Additional information (05/18/2016): the customer completed a decontamination of the instrument, as indicated in the initial report. Additional information (06/29/2016): a siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc determined the adjustment slopes and intercepts were consistent and the issue did not impact quality controls (qc). There was no level sense issue that would explain the discordant result obtained. There were no errors on the day the discordant result was obtained that would indicate an instrument issue. Hsc could not determine the cause of event. Pre-analytical factors including sample handling cannot be ruled out. The cause of the discordant, falsely low estradiol (e2) result on one patient is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls data were provided, indicating results were within range. A siemens customer service engineer (cse) was at the customer site to collect instrument files. The instrument was operational. The cse indicated that the customer will be performing decontamination of the fluidic system and run water testing utility to check for contamination. The cause of the discordant, falsely low estradiol (e2) result on one patient is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low estradiol (e2) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument with a 1:5 dilution, resulting higher. The sample was then re-spun, rerun neat and rerun with a 1:5 dilution, resulting higher and matching the patient's clinical profile. The repeat result from the sample run neat was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low e2 result.